Event description:
It was reported the pt is without stimulation. It was also reported the charger and programmer are unable to communicate with the ipg. The pt has not used or recharged the ipg as recommended. The pt will discuss the next course of action with her doctor on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.